Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge dropped from 40% to 10% then jumped back to 40%. Review of pump data logs by tandem technical support confirmed the battery gauge fluctuations. The customer's blood glucose (bg) level was 281 (mg/dl). A bolus via the pump was delivered to address bg level. Reportedly the customer will continue to use the pump for insulin therapy.